Event description:
It was reported there was a leak with a half day infusor. The leak site is unknown. This was noticed in a hospital, where the device's solution was prepared. It is unknown if there was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) the lot 14f037 was manufactured from june 26, 2014 to june 27, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.